Event description:
It was reported that the patient had to have her device removed due to an infection. Additional information has been requested from her healthcare professional.

Manufacturer narrative:
(B) (4)